Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began vomiting, could not hold anything down, and was disoriented. The patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken at this time. The patient was wearing an omnipod insulin pump. The patient¿s parent gave her apple juice as treatment. A few minutes later, the patient decided to test her bg meter reading, which was over 600 mg/dl. The patient then collapsed and the patient¿s parent called 911. Emergency medical services arrived and the patient¿s bg meter reading was taken and was confirmed to be high but the specific value could not be recalled. She was then transported to the emergency room. At the ER, the patient was treated with an IV insulin drip. She was admitted to the intensive care unit (ICU) and received hourly bg meter tests. The patient¿s bg level took several hours to start decreasing. The patient was discharged after two days. The patient was ¿doing well¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.